Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the pump's black box data showed an unexplained pump reboot event occurred on (B)(6) 2015. The battery cap was found to be damaged with stripped threads. The battery cap could not secure to the pump and maintain an electrical connection. The pump was exercised for 24 hours with a test cap and no power interruptions were duplicated. The battery cap's contact height was found to be outside of specifications. Unrelated to the initial allegations, the display screen was dim and discolored.